Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Physician reported that their programming wand was not able to interrogate pt's generators. Another wand was used with the same handheld computer and was able to interrogate correctly. A company rep ran normal troubleshooting, but this did not resolve the issue. The device was returned to the manufacturer for analysis, which confirmed the issue with the programming wand. They found that the serial data cable had intermittent conductors which produce communication errors. After a known good bench serial data cable was used, the communication errors resolved, and the wand passed all other electrical and functional tests.